Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Omit: g02001 - antenna.